Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to open the snare inside the patient, the proximal portion of the handle cannula kinked and the loop could not be extended. It was noted that the proximal sheath near the handle was partially torn, exposing the inner wire. The procedure was completed with another captivator snare. It was reported that the procedure was ¿probably¿ performed in the large intestine, and the anatomy was not tortuous. The device had not been tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Physician name is unknown. (B)(4) for the reported event: catheter torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the catheter to be torn near the strain relief, and the inner wire was exposed. The wire near the handle was noted to be bent, but the handle cannula was not bent. Functional testing could not be performed due to the damage to the returned device. The complaint that the catheter was torn (thus exposing the inner wire) was confirmed; however, the handle cannula was not bent. The failures identified likely occurred due to anatomical/procedural factors which limited the performance of the device during manipulation.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to open the snare inside the patient, the proximal portion of the handle cannula kinked and the loop could not be extended. It was noted that the proximal sheath near the handle was partially torn, exposing the inner wire. The procedure was completed with another captivator snare. It was reported that the procedure was "probably" performed in the large intestine, and the anatomy was not tortuous. The device had not been tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.